Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade a roughly 0.28" from the bade. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace failed to be recognized. The user completed the procedure using a backup harmonic ace with no further issues reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment of the harmonic ace fell inside of the patient and was retrieved during the same procedure. There was no additional surgical procedure required. It was confirmed that all fragments were retrieved. There were no post-operative tests performed. Upon final removal of the instrument, there was no resistance of the instrument through the cannula, no damage to the cannula, and no additional damage to the instrument. There was no injury to the patient.